Event description:
It was reported by the rep the pt had a laparoscopic oopherectomy performed previous to this incident. They did not know whose pt this was, or whether or not it was a stapler used. Apparently, the pt was brought into the ER with a "hot" belly. The or staff thought they were doing an appendectomy. When they got into the abdomen, they found that the appendix was fine; however, the pt had an open staple caught in the wall of part of the small bowel. The surgeon removed the staple. At this time, no other info is known.